Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down arrow and ok buttons on the pump were intermittently unresponsive. The information provided indicated that the patient had to press the buttons multiple times for it to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 9/9/2013-device evaluation: the pump has been returned and evaluated by product analysis on 8/14/2013 with the following findings: the keypad buttons are worn. No tears or peeling on the keypad. The down button has an intermittent response. The up, ok, & contrast buttons respond properly. Removed the keypad and found contamination under the contrast & down button contacts.